Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, a brief atrial lead noise was observed. Vibratory alert on the atrial lead noise was noted. The physician opted to turn off the notifier. The patient was stable and being monitored.